Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.\ a review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawers 6-1 and 6-2 cubie pockets failed. The field service engineer reseated the row board cables, retractor bands, and ribbon cable to resolve the issue and confirmed that the drawer and cubie pockets were functioning properly. The system functioned as intended after the field service engineer repaired the device. (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed and was not detected on bus. The customer reported that a malfunction caused a delay in dispensing medication to the patient since the medications were available from the pharmacy. There were no adverse events or injuries reported based on this event.